Manufacturer narrative:
No product information has been provided to date. Device evaluation: one used sample was received to perform an investigation. A visual inspection of the returned tracheal tube was performed at 12 inches under normal lighting conditions, and no damage was observed on the cuff or airline. Functional testing was done by inflating the sample with 15cc of air. The cuff inflated without problems. No leaks were observed. The unit was submerged under water to observe for any leakage and no leakage was detected. A review of the manufacturing process found that all inspections and verifications were being performed by the production personnel and verified by the quality inspectors. As a preventive measure, production personnel were made aware of the defect reported by the customer. It was determined that the most probable root cause was that damage occurred after the product left the manufacturing facility. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint was unable to be confirmed. D1 and g5 are unknown. D4 UDI is unknown. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Manufacturer narrative:
Additional information: d10, h3, h6. No product information has been provided to date. Device evaluation: one used sample was received to perform an investigation. A visual inspection of the returned tracheal tube was performed at 12 inches under normal lighting conditions, and no damage was observed on the cuff or airline. Functional testing was done by inflating the sample with 15cc of air. The cuff inflated without problems. No leaks were observed. The unit was submerged under water to observe for any leakage and no leakage was detected. A review of the manufacturing process found that all inspections and verifications were being performed by the production personnel and verified by the quality inspectors. As a preventive measure, production personnel were made aware of the defect reported by the customer. It was determined that the most probable root cause was that damage occurred after the product left the manufacturing facility. A device history record (DHR) review could not be performed as the lot number was unknown. No root cause could be determined as the complaint was unable to be confirmed. D1 and g5 are unknown. D4 UDI is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Manufacturer narrative:
Foreign report source: (B)(4).

Event description:
Information was received that a smiths medical bivona tracheostomy tube was placed with a patient at the hospital. The reporter stated that they "need to refill the cuff more often than they used to." It was also reported the user wanted to wait to replace the tube until the patient's planned change out date and continued to refill the cuff with air. No adverse patient effects were reported.